Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jul-2024, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient that was in a procedure for an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that there was a high impedance issue on the day of surgery prior to implant. The exact impedance values are as follows: electrode 3 case - 3986 electrode 2 4 ,000 electrode 1 4,000 electrode 0 4,000, electrode 1 case 2096 electrode 3 4,000 electrode 2 3,806 electrode 0 2,494, electrode 0 case 930 electrode 3 4,000 electrode 2 2,599 electrode 1 2,494. No other stimulation issues were reported that occurred as a result of this issue. Troubleshooting was performed. When the rep saw these impedances, they re-ran the impedance test 3-4 times to try to clear it. They could not clear it so they disconnected the ipg, cleaned off the lead, re-connected, and ran impedance. These same impedances appeared. They repeated this process three more times and still had the same issue. The rep called technical services to help and they confirmed the rep was doing everything correct. The rep then opened a new battery, connected it to the lead and still had impedances. They were not the same as these but they still had numbers greater than 4 ,000. It was determined from there, it had to be the lead. The doctor explanted the lead, re-implanted a new one, connected it to the ipg, and all impedances were within normal range. The cause is unknown. The issue was resolved. On 2023-may-03, the rep reported they were sending the patient's old battery (3058) back as well but it did not need to be reviewed or looked at for any reason.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance is likely the defective lead. They are unsure what caused or contributed to the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot # va2q8k5) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.